Event description:
Pt with ventricular fibirllation arrest on 1/24/95 underwent in 1/26/95 ICD implantation with sub-rectus muscle generator implantation with tunneling of an svc and rv lead to her subclavian vein. On recent follow-up cxr, she was noted to have an obvious svc lead fracture. In addition, her right ventricular lead showed an episode of make-break potential, consistent with a potential insulation break. Given the clear fracture of one lead and the impending fracture of the second lead, a complete lead removal, generator removal and reimplantation with a fresh generator and lead was planned. Defibrillation testing was performed. After insuring appropriate defibrillator function, the lead was connected to a medtronic micro jewel ii pulse generator, model #7223cx.